Manufacturer narrative:
The specific cause of the event could not be determined. Based on the provided sample images, numerous tubes have a film of particles on the surface of the tube. This indicates pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ferritin results from the cobas e 801 module, the initial result was 158 g/l. The repeat result was 97.8 g/l.